Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call external flash crc error alarm. Customer advised the alarm occurred during normal use. Customer was assisted in the rewind and reprogramming process. Customer's alarm history showed the alarm occurred several times. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display after count down due to faulty component on the mother board. Unable to verify alarms due to blank display. The insulin pump had cracked case at the display window corners.